Event description:
On (B)(6) 2014 a diabetes educator contacted animas on behalf of the patient, alleging that the patient was hospitalized for elevated blood glucose (bg) of 400mg/dl on (B)(6) 2014 and stating that the pump was malfunctioning. The reporter stated that the patient was disconnected from the pump and was place on an IV drip, and the patient¿s bgs dropped to around 200mg/dl. The patient was then reportedly placed back on the pump and the patient¿s bg rose to 501mg/dl with tiredness, excessive urination, and thirst. The patient was subsequently removed from insulin pump therapy and started on injections as a back-up plan for insulin delivery. The reporter alleged that the patient had ketoacidosis. The patient was reportedly using the hip and abdomen for insertion sites and was rotating site every three days as instructed. The patient had reportedly been using the same sites since 2004, and reportedly had issues with bent cannulas in the past. However, the reporter denied scar tissue and declined further troubleshooting of insertion sites. Customer technical support (cts) reviewed the pump with the reporter and found that the time and date and basal settings were correct. There were no related alarms found in the alarm history and all histories were found to be correct. Cts advised the reporter that troubleshooting indicated that the pump was delivering as programmed and attempted to troubleshoot site issues again, however the reporter declined additional troubleshooting, requesting that the pump be replaced. Cts advised the reporter that the pump would be replaced, but recommend insertion sites also be reviewed with the patient¿s healthcare provider. This complaint is being reported based on the allegation that the pump was not delivering insulin as expected, resulting in the patient allegedly experiencing hyperglycemia requiring medical intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014, and the last bolus delivery occurred on (B)(6) 2014. The suspend history showed that the pump was manually suspended on (B)(6) 2014 at 12:18 and was manually resumed the same day at 20:19. Two basal deliveries were completed after the resume. The pump was then powered off and deliveries were resumed on (B)(6) 2014 at 08:25. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. No alarms related to the complaint were observed in the alarm history; only typical usage was observed. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No alarms occurred during tested. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.